Event description:
A system operator reports an error message, "energy level too low", at approx 20% into a lasik procedure. They performed a gas change, which was unsuccessful, and were unable to complete the procedure within the same session. The pt's procedure was completed later the same day following the field service engineer's visit. There was no pt impact/injury associated with this event.